Manufacturer narrative:
Evaluation summary: the proximal segment of the lead was returned and analyzed and found to have no anomalies. The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
An allegation from an attorney indicated the patient is deceased.

Event description:
An allegation from an attorney indicated the patient is deceased.